Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call that the device motor had pushed the bottom of the device apart. Customer's blood glucose was 200 mg/dl. Customer mentioned the damage was at the drive support cap. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a detached end cap also, unable to confirm motor error alarm, reservoir empty alarm or low reservoir alarm due to detached end cap. Unable to perform displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test due to detached end cap. However, all operating currents tested within the specification range and passed off no power test. The insulin pump passed self-test and unexpected restart error test. The insulin pump was monitored and tested with no failed battery test and low battery alert noted. The drive support cap was inspected and no anomaly was noted. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners, cracked on display window and minor scratches on the display window noted.